Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Functional testing found the device would not power on with the original battery pack nor when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. The batteries were installed in the correct orientation inside the pack. There did not appear to be damage to the wiring of the pack. Visual inspection of the interior of the handpiece found the plunger was stuck in place inside the plunger housing. Also, the motor would power on when the electrodes were made to touch in both trigger modes when connected to the lab battery pack. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported issue is attributed to manufacturing and design issues. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the device did not spray. There was no patient impact and no delay reported. During device evaluation, the battery was leaking electrolyte. Due diligence is complete as no additional information is available.